Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited an unexpected charge time measurement. Approximately three months later, the device declared elective replacement indicator (eri), followed by end of life (eol) three months later, with a charge time of 35 seconds and a monitoring voltage of 2.45 v. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.